Event description:
The customer reported to olympus, the gastrovideoscope exhibited air leak from the forceps control lever. The device was returned and an evaluation at the repair center revealed detachment of adhesive in screw holes of distal end. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The returned device was evaluated and customer allegation was confirmed. Due to damage on forceps control lever, water tightness was lost. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was detached and cracked. Paint on air/water-cylinder was peeled. Switch had a scratch. Due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements. Acoustic lens had a scratch. There is a chip in adhesive area between acoustic lens and ultrasound probe. Due to a scratch on objective lens, the image had dark area partially. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.